Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization of the internal iliac artery, an embolization coil implant would not advance out of the microcatheter. The coil was retracted and unexpectedly detached in the microcatheter. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention.